Event description:
The customer reported the internal paddles failed to discharge. There was no report of patient involvement.

Manufacturer narrative:
The customer reported the internal paddles failed to discharge. There was no report of patient involvement. A follow-up report will be submitted upon completion of the investigation.